Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming "no disposable." The alarm had been silenced, and the settings had been reviewed, showing a reservoir volume of 98.9 ml, a rate of 2.2 ml/hr, and a volume given of 2.1 ml. The infusion had been restarted, and the pump had displayed "run." However, after a few minutes, the "no disposable" alarm had returned. The alarm had been silenced once more, and the pump had been powered down. The patient had been instructed to clamp the tubing, and the cassette had been removed. The cassette tubing had been massaged and tapped on a hard surface before being reattached, and the tubing had been unclamped. The infusion had been restarted, but the "no disposable" alarm had persisted. The pump had been powered down again, and the patient had been advised to contact the clinic for further assistance. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H4 - device mfg date: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming "no disposable." Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.